Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could be confirmed. The silicone housing was torn near the siphon guard. It is difficult to determine the root cause of the problem as stated in the customer comments that it was possible, the surgeon may have damaged the device during implantation. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
On (B) (6) 2010, the device was implanted. The setting pressure is unk. On (B) (6), the pt came to the hosp because of fever. Gram-positive coccus was noted. On (B) (6), the device was removed. During the revision surgery, silicone housing was found broken. According to the doctor, it took longer to implant the device in the initial surgery. And there is a possibility that the doctor would have damaged the device in the surgery.